Manufacturer narrative:
(B)(4). Product evaluation: analysis found that the forceps are in short circuit. The electrical insulation is compromised. The coating is damaged next to the active part. After disassembly, some surgical residue shows under the tube and on the inner insert. The device failed electrical tests. The short circuit is most likely due to the damages on the coating, which was probably cleaned using an abrasive. The instrument may also not have been reprocessed following the IFU, which led to the partial obstruction of the tube with surgical residues.

Event description:
It was reported that "when using a syringe with a luer lock, the water does not come out by the tip of the forceps but by the handle". There was no patient impact. Analysis found that the insulation on the forceps is damaged.